Event description:
It was reported that the health care professional (hcp) had concerns about loss of capture (loc) on the right ventricular (rv) lead of this pacemaker system. Technical services (ts) reviewed the data and fusion with intrinsic beats was suspected, but it was not conclusive. Threshold testing was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.